Event description:
It was reported that: "pt's hip implanted on (B) (6) 2010 dislocated and was not able to be closed reduced. At the time of revision surgery, the cementless hip stem above was found to be loose and all 3 implants above were explanted. The surgeon then cemented in a new hip stem and the following: 6070-0935a (mhem2y), 1067-00163 (mhh1m8), 6001-2605 (mje63x) and (B) (4) (mjd7xx)."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, then it will be submitted in a supplemental report.